Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. It was noted the device exhibited an early elective replacement indicator. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device had no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted to end-of-service level. Hybrid circuitry was tested, resulting in unusually low current drain, consistent with hybrid anomaly from moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.